Event description:
The customer reported that having issues with two bad reservoirs. The customer stated reservoirs had air leak and the o-rings were not made correctly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.